Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the fuse of direct current power supply (dcps) was blown. To resolve the issue, the fse replaced the fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.